Event description:
It was reported the tsw35 was used during an unknown procedure. It was reported the device would not fire after reloading. Another tsw35 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50774. H6; dislodged anvil. The analysis results confirmed that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design spec.